Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with oversensing noise due to left ventricular assist device (lvad) placement. Programming changes were made to restore normal parameters. The patient was stable.